Event description:
It was reported there was a speaker malfunction message, and no sound was produced. The device was in use on a patient at the time of the event, there was no adverse event reported.

Manufacturer narrative:
E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). A philips field service engineer (fse) went onsite to evaluate the device in question. The fse confirmed the customer's alleged malfunction and replaced the faulty speaker assembly. The device has returned to working specification. Based on the information available and the testing conducted, the cause of the reported problem was confirmed to be the speaker assembly. The reported problem was confirmed. The investigation concludes that no further action is required at this time. No further investigation or action is warranted.